Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer's blood glucose was 14-20 mmol/l. Reportedly, customer loaded a new cartridge to resolve the issue.